Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsc5, emitted a solid tone throughout the case. The device was repeatedly cleaned and also was re-tightened several times. It worked enough to complete the case. There was no consequence to the pt.